Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the k-wire kept snapping every inch or so when the surgeon was pulling out the wire. The surgeon had to use pliers to pull the fracture apart after she had already reduced it to get the wire out and then re-reduce the fracture.